Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 458 mg/dl. Reportedly, the customer fell and injured ribs. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.